Event description:
It was reported that the tip of the catheter was noticed to be detached after the ablation procedure was completed. The catheter was sent back. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the analyst noted that the tip was separated from the shaft at the non-fill gap area, and tool marks were visible on the shaft. Implant damage and blood on the catheter were also noted.